Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent bag of a prismaflex m150 set during continuous renal replacement therapy. The bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available. The component reported, the prismaflex set drain bag, is a single use product. The reported leakage occurred 24 hours after the start of therapy. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and allowing leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A previous nonconformance and preventive action record were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.